Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the customer was getting intermittent diluent suction failures. The fse advised the customer on how to replace the diluent pump. The customer primed and was able to complete testing, calibrations and quality control (qc). All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2105 diluent suction error was a faulty diluent pump.

Event description:
On (B)(6) 2017, a customer reported error 2105 diluent suction error for the bf probe suction errors on the aia-900 instrument. The customer noted that the waste chute was not backed up. The customer is unable to run patient samples on luteinizing hormone (lhii). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.